Manufacturer narrative:
Post-procedure medications included asa 100mg/day, ticlopidine hydrocholoride 200mg/day and diltiazem hydrocholoride 90mg/day. The patient returned for an 8-month follow up. Angina pectoris was recurrent so cag was conducted. Restenosis was observed at the proximal edge of both cyphers. 99% stenosis was observed visually for both cyphers at the proximal right coronary and the atrioventricular. To treat the restenosis, poba was conducted on the cypher implanted at atrioventricular. Then a 3.0x23mm cypher was deployed inside and proximally to the originally implanted cypher at the atrioventricular. A 2nd cypher (3.5/23mm) was implanted at proximal right coronary. There was 25% stenosis at the atrioventricular and 0% stenosis at proximal right coronary. Good blood flow was obtained so the treatment was finished. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Please note that this product (cjs18250, lot no. I0604029) is not distributed in the united states. However, it is similar to the united states distributed product cxs18250. This is also one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2005-01242 and 9616099-2005-01226.

Event description:
Eight months after pci with two cypher stents, restenosis was found in both stents. This patient presented to cath in for elective pci on a 59% de novo lesion in the proximal rca of 6.72mm length in an unknown vessel diameter and a 65% de novo lesion in the atrioventricular branch of 6.95mm in length in an unknown vessel diameter that was bifurcated. The (b1) concentric lesion in the rca was also characterized as introitus. Intra-procedure medications included asa 100mg/day, 10,000 units of heparin, ticlopidine hydrocholoride 200mg/day and diltiazem hydrocholoride 90mg/day. The lesions were not pre-dilated before deploying one 2.5x18mm cypher stent at 22 atm in the left main coronary artery. Residual diameter stenosis measured 10%. Deployed next was one 3.5x23mm cypher at 16 atm in the proximal rca. Residual diameter stenosis measured 13%. Ivus was conducted.